Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("essure micro-inserts had perforated her uterus") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included rheumatoid arthritis in 2008. In (B)(6) 2008, the patient had essure inserted. In 2011, the patient experienced neuropathy peripheral ("right-sided peripheral neuropathy"). In (B)(6) 2011, the patient experienced fibromyalgia ("fibromyalgia"). On an unknown date, the patient experienced uterine perforation (seriousness criteria hospitalization and intervention required) with pelvic pain, abdominal pain lower, abdominal pain lower and uterine pain, back pain ("lower back pain"), arthralgia ("hip pain"), menorrhagia ("abnormally heavy menstrual bleeding/prolonged menstruation"), menstrual disorder ("abnormal menstruation"), night sweats ("night sweats"), insomnia ("insomnia"), memory impairment ("forgetfulness"), vaginal discharge ("vaginal discharge"), dyspareunia ("painful intercourse"), depression ("depression"), anxiety ("anxiety"), alopecia ("hair loss"), fatigue ("chronic fatigue"), weight fluctuation ("weight fluctuations") and dysmenorrhoea ("abnormally severe menstrual pain"). The patient was hospitalized sometime in (B)(6) 2014. The patient was treated with surgery (on (B)(6) 2014, underwent a total hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the uterine perforation, back pain, arthralgia, menorrhagia, menstrual disorder, night sweats, insomnia, memory impairment, vaginal discharge, dyspareunia, depression, anxiety, alopecia, fatigue, weight fluctuation, fibromyalgia, neuropathy peripheral and dysmenorrhoea had not resolved. The reporter considered alopecia, anxiety, arthralgia, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, fibromyalgia, insomnia, memory impairment, menorrhagia, menstrual disorder, neuropathy peripheral, night sweats, uterine perforation, vaginal discharge and weight fluctuation to be related to essure. The reporter commented: in (B)(6) 2014, she was admitted to the emergency department for severe abdominal pain and diagnosis of one of the essure coil had perforation of uterus was done. Since her essure removal surgery, her symptoms have mostly resolved, though some remain. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram pelvis - in (B)(6) 2014: one of essure micro-inserts perforated her uterus incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("essure micro-inserts had perforated her uterus / migration of essure"), vaginal haemorrhage ("abnormal vaginal bleeding"), menorrhagia ("abnormally heavy menstrual bleeding/prolonged menstruation/ menorrhagia"), embedded device ("embedded in uterus / punctured uterus") and dyspareunia ("painful intercourse") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "device monitoring procedure not performed". The patient's past medical history included rheumatoid arthritis in 2008. Concomitant products included medroxyprogesterone (depo provera) since april 2008 for birth control as well as pregabalin (lyrica). In (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced uterine perforation (seriousness criteria hospitalization and intervention required) with pelvic pain, abdominal pain lower, abdominal pain lower and uterine pain, vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal discharge ("vaginal discharge"), dyspareunia (seriousness criteria medically significant and intervention required), depression ("depression"), anxiety ("anxiety"), alopecia ("hair loss"), fatigue ("chronic fatigue"), neuropathy peripheral ("right-sided peripheral neuropathy"), arthritis ("arthritis"), bladder disorder ("bladder disorder") and urinary tract disorder ("urinary problems or changes"). In (B)(6) 2011, the patient experienced fibromyalgia ("fibromyalgia"). On an unknown date, the patient experienced embedded device (seriousness criterion medically significant), herpes zoster ("shingles"), back pain ("lower back pain"), arthralgia ("hip pain"), menstrual disorder ("abnormal menstruation"), night sweats ("night sweats"), insomnia ("insomnia"), memory impairment ("forgetfulness /memory loss"), weight fluctuation ("weight fluctuations"), dysmenorrhoea ("abnormally severe menstrual pain"), vulvovaginal pain ("vaginal pain") and panic attack ("panic attack"). The patient was hospitalized sometime in (B)(6) 2014. The patient was treated with vicodin, oxycocet (percocet), duloxetine hydrochloride (cymbalta), prednisone, pramipexole, gabapentin, tramadol, alprazolam (xanax), tramadol hydrochloride (ultram), hydrocodone, surgery (on (B)(6) 2014, underwent a total hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the uterine perforation, menorrhagia, herpes zoster, back pain, arthralgia, menstrual disorder, night sweats, insomnia, memory impairment, vaginal discharge, depression, anxiety, alopecia, fatigue, weight fluctuation, fibromyalgia, neuropathy peripheral and dysmenorrhoea had not resolved, the vaginal haemorrhage, embedded device, arthritis, bladder disorder, urinary tract disorder and panic attack outcome was unknown and the dyspareunia had resolved. The reporter considered alopecia, anxiety, arthralgia, arthritis, back pain, bladder disorder, depression, dysmenorrhoea, dyspareunia, embedded device, fatigue, fibromyalgia, herpes zoster, insomnia, memory impairment, menorrhagia, menstrual disorder, neuropathy peripheral, night sweats, panic attack, urinary tract disorder, uterine perforation, vaginal discharge, vaginal haemorrhage, vulvovaginal pain and weight fluctuation to be related to essure. The reporter commented: in (B)(6) of 2014, she was admitted to the emergency department for severe abdominal pain and diagnosis of one of the essure coil had perforation of uterus was done. Since heressure removal surgery, her symptoms have mostly resolved, though some remain. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 64.5 kg/sqm. Computerised tomogram pelvis - in (B)(6) 2014: one of essure micro-inserts perforated her uterus. Urinalysis: blood in the urine. Most recent follow-up information incorporated above includes: on 28-feb-2018: pfs received: new events added abnormal vaginal bleeding, arthritis, bladder or urinary problems or changes, shingles, vaginal pain, panic attacks and device monitoring procedure not performed. Treatment drugs added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("essure micro-inserts had perforated her uterus / migration of essure"), vaginal haemorrhage ("abnormal vaginal bleeding"), the first episode of embedded device ("essure embedded in uterus"), the second episode of embedded device ("embedded in uterus / punctured uterus"), menorrhagia ("abnormally heavy menstrual bleeding/prolonged menstruation/ menorrhagia") and dyspareunia ("painful intercourse") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "device monitoring procedure not performed". The patient's past medical history included rheumatoid arthritis in 2008 and osteoarthritis. Concurrent conditions included insomnia, numbness, tenderness, knee pain, rheumatoid arthritis, constipation, indigestion, heartburn, diarrhea, nail changes, diabetes mellitus, peripheral neuropathy, obesity, neck pain, myalgia, myositis, hyperlipidemia, osteoarthrosis, depression, flank pain, kidney stones and hot flashes. Concomitant products included medroxyprogesterone (depo provera) since (B)(6) 2008 for birth control as well as certolizumab pegol (cimzia) and pregabalin (lyrica). In (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced uterine perforation (seriousness criteria hospitalization and intervention required) with pelvic pain, abdominal pain lower, abdominal pain lower and uterine pain, vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal discharge ("vaginal discharge"), dyspareunia (seriousness criteria medically significant and intervention required), depression ("depression"), anxiety ("anxiety"), alopecia ("hair loss"), fatigue ("chronic fatigue"), neuropathy peripheral ("right-sided peripheral neuropathy"), arthritis ("arthritis"), bladder disorder ("bladder disorder") and urinary tract disorder ("urinary problems or changes"). In (B)(6) 2011, the patient experienced fibromyalgia ("fibromyalgia"). On an unknown date, the patient experienced the first episode of embedded device (seriousness criteria medically significant and intervention required), the second episode of embedded device (seriousness criteria medically significant and intervention required), herpes zoster ("shingles"), back pain ("lower back pain"), arthralgia ("hip pain"), menstrual disorder ("abnormal menstruation"), night sweats ("night sweats"), insomnia ("insomnia"), memory impairment ("forgetfulness /memory loss"), weight fluctuation ("weight fluctuations"), dysmenorrhoea ("abnormally severe menstrual pain"), vulvovaginal pain ("vaginal pain"), panic attack ("panic attack"), somnolence ("sleepy") and gastric disorder ("tommy nervous"). The patient was hospitalized sometime in (B)(6) 2014. The patient was treated with vicodin, oxycocet (percocet), duloxetine hydrochloride (cymbalta), prednisone, pramipexole, gabapentin, tramadol, alprazolam (xanax), tramadol hydrochloride (ultram), hydrocodone, surgery (on (B)(6) 2014, underwent a total hysterectomy and bilateral salpingectomy), surgery ((B)(6) 2014, underwent a total hysterectomy and bilateral salpingectomy), surgery (on (B)(6) 2014, underwent a total hysterectomy and bilateral salpingectomy), surgery (on (B)(6) 2014, underwent a total hysterectomy and bilateral salpingectomy), surgery ((B)(6) 2014, underwent a total hysterectomy and bilateral salpingectomy) and surgery ((B)(6) 2014, underwent a total hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the uterine perforation, menorrhagia, herpes zoster, back pain, arthralgia, menstrual disorder, night sweats, insomnia, memory impairment, vaginal discharge, depression, anxiety, alopecia, fatigue, weight fluctuation, fibromyalgia, neuropathy peripheral and dysmenorrhoea had not resolved, the vaginal haemorrhage, the last episode of embedded device, arthritis, bladder disorder, urinary tract disorder, panic attack, somnolence and gastric disorder outcome was unknown and the dyspareunia had resolved. The reporter considered alopecia, anxiety, arthralgia, arthritis, back pain, bladder disorder, depression, dysmenorrhoea, dyspareunia, fatigue, fibromyalgia, gastric disorder, herpes zoster, insomnia, memory impairment, menorrhagia, menstrual disorder, neuropathy peripheral, night sweats, panic attack, somnolence, urinary tract disorder, uterine perforation, vaginal discharge, vaginal haemorrhage, vulvovaginal pain, weight fluctuation, the first episode of embedded device and the second episode of embedded device to be related to essure. The reporter commented: in (B)(6) 2014, she was admitted to the emergency department for severe abdominal pain and diagnosis of one of the essure coil had perforation of uterus was done. Since heressure removal surgery, her symptoms have mostly resolved, though some remain. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 64.4 kg/sqm. Finkelstein test - on an unknown date: positive. Urinalysis: blood in the urine. (B)(6) 2014 - CT results. Impression: iud present, protruding through muscle and either touches the serosal surface or just passed the serosal surface to the anterior right fundal area. Concerning the injuries reported in this case, the following one/ones were reported via medical records confirming events insomnia, back pain, fibromyalgia, depression, uterine perforation, anxiety, embedded in uterus,hair loss, pelvic pain, dyspareunia. Most recent follow-up information incorporated above includes: on (B)(6) 2018: other social media received. Events sleepy and tommy nervous were added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.